Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed pressure transducer. The device was evaluated upon receipt. During evaluation it was found that the pressure transducer had failed. The pressure transducer was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The work order is still open, therefore the outcome of the repair cannot be determined at this time. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after connecting the neonatal cooling pad in the nicu and starting patient use, the flow rate dropped to zero approximately one hour later in an arctic sun device. Even after stopping and restarting the device, changing the pad connection point, or removing the pad and operating it manually, the flow rate would reach about 1 liter during adjustment and then drop back to zero. Per review of wo on 02oct2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 03oct2025, the device would be sent to imi. Issue was not yet resolved. Patient therapy completion status was under investigation.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after connecting the neonatal cooling pad in the nicu and starting patient use, the flow rate dropped to zero approximately one hour later in an arctic sun device. Even after stopping and restarting the device, changing the pad connection point, or removing the pad and operating it manually, the flow rate would reach about 1 liter during adjustment and then drop back to zero. Per review of wo on 02oct2025, device was used on patient and there was no patient injury report.